Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stating that the event date for the event was in (B)(6) 2025.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. The patient reported that the 'other day', they were trying to bolus, and the handset froze for 5 minutes and would lag at 90%. The patient stated that they tried to hit cancel and then they got an alert that said, ¿not communicating with pump, contact your representative.¿ the agent reviewed information and assisted the patient through clearing their data. The patient stated they have cleared the cache before. The patient was able to connect to the pump without issue. At the end of the call, the patient noted they got scared when this issue happened because of the severity of pain they have. (No specific allegation of current pain). The patient will monitor the issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.